Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited remnants of a white crystallized contamination within the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found in the air water channel appeared to be a white crystallized contamination believed to be a simethicone anti gas type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to an observed leak at the scope connector, it is possible that the foreign material could not be removed during device cleaning/reprocessing. The issue may be detected prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air water feeding. No additives should be put into the sterile water. Non-sterile water may cause prevention measures are described in patient cross-contamination and or infection. Olympus will continue to monitor field performance for this device.